Manufacturer narrative:
(B)(4).

Event description:
The nurse complained of erroneous inr results for 1 patient tested on coagucheck xs meter with serial number (B)(4). The patient was tested on the meter and a result of 3.2 inr was received with a "c" displayed on the screen. The customer stated they had to squeeze the finger excessively to obtain blood on the first test. The patient was tested on the meter again right away and the result was 2.4 inr. Different fingers were used for each test. The result of 2.4 inr was reported to the patient's doctor as the nurse felt this result was correct since it did not have a "c" with it. No changes were made to the patient's warfarin dose. The patient's therapeutic range is 2-3.0 inr. No adverse event occurred. The patient is stable and fine. The patient has had no changes in vitamins. The patient is not on heparin or direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient is not anemic. The meter and test strips have been requested for investigation. Replacement product was sent. Relevant retention test strips (lot 206630) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr & 2.7 inr. Donor #1: master lot: 2.4 inr. Donor #1: customer meter and masterlot: 2.4 inr. Donor #2: master lot: 2.7 inr. Donor #2: customer meter and master lot: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.